Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a dissection in the common iliac artery was found upon removal of the 16 fr esheath. No resistance was initially felt during insertion of the esheath; however, strong resistance was noted when the physician tried to pass the delivery system through the esheath in the iliac artery. When the sheath could not be advanced, the sheath was pulled back a little bit, as advised by the proctor, and then readvanced. After a couple of attempts, the sapien xt valve passed through the sheath and was successfully implanted. After removal of the esheath, dsa (digital subtraction angiography) showed the dissection in the common iliac artery. The sheath was also found kinked. The area was stented and the procedure was completed. The heart team thought that the sheath kinked as a result of the force applied by the operator during the attempts to pass the iliac anatomy and the cause of the dissection was that the access vessel may not have expanded enough during passing the xt valve due to calcification on both sides of vessel wall. The patient¿s access vessel minimum luminal diameter (mld) measured 6.6 mm with no tortuosity.

Manufacturer narrative:
Note: the device returned for a non-related issue to this event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. Per report, the access vessel mld measured 6.6 mm with no tortuosity and calcification on both sides of vessel wall at the injury site. In this case, per report the cause of the iliac artery dissection was related to patient factors (calcification on both sides of the vessel wall). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.